Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable. Concomitant medical products: d354drg ICD, implanted: (B)(6) 2014.

Event description:
It was reported that a right ventricular (rv) lead alert was triggered for high and fluctuating pacing impedance. Pace/sense impedance spikes were noted as well as elevated sensing integrity counter (sic). A lead tip conductor fracture was suspected. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.